Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently noted hearing beeping tones. Upon interrogation at a follow-up appointment, the physician confirmed that a battery depletion (bd) code had been declared. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.